Manufacturer narrative:
The investigation was completed and no device was returned. Investigation summary: ppae (hemodynamic instability): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: an 86-year-old male was admitted in with diagnosis of acute myocardial infarction and cardiogenic shock. The team placed an impella cp (serial number (B)(6)) via femoral access, but after under an hour of support removed and replaced the pump due to positioning issues. The patient did expire when care was withdrawn on this 2nd pump. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e. This complaint is for the second cp and there will be another report for the first pump (serial number (B)(6)).